Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during prime test at 4lbs. Due to faulty force sensor. Insulin pump received with cracked case at display window corner and minor scratches on display window.

Event description:
It was reported that the customer had high blood glucose levels of 154 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin squirted out during manual prime from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.